Manufacturer narrative:
A steris field service technician arrived onsite and inspected the lighting system. The customer reported another surgical light hit the plastic yoke covering causing it to fall. It is unknown when the retaining screw became dislodged from the lighting system. The customer has ordered a new covering for the surgical lighting system which will include new retaining screws. Section 1 of the operator manual states, "caution: possible equipment damage hazard: do not bump lightheads into walls or other equipment."

Event description:
The user facility reported their harmony led 585's plastic yoke covering fell into the sterile field. A retaining screw was missing from the covering. No report of injury.